Event description:
Attorney alleges plaintiff began to experience severe medical problems including but not limited to pain, hardening of breast requiring capsulotomies, sensation of coldness, breast deformity, scarring, leakage/bleeding from prosthesis. Attorney also alleges plaintiff developed multiple physical symptoms including loss of sensation, scarring, anxiety, stress, pain and suffering.